Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient fell and hit the implanted area of his head on the floor in (B)(6) 2015.

Manufacturer narrative:
Damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. According to the received information, the patient had an impact, which might have weakened the fixation of the electrode and/or stimulator housing. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient fell and hit the implanted area of his head on the floor in (B)(6) 2015. The patient was re-implanted.